Event description:
It was reported that the patient felt that the pump was ¿starting to mess up or something¿ and she was attempting to find a surgeon for a pump replacement. Two and a half weeks prior to report, the patient had undergone an MRI on her wrist that was unrelated to her device therapy. Following the MRI, the patient started having symptoms. She had felt bad, had been to the hospital, had been ¿puking for a week¿, and lost ten pounds in ten days. It was indicated that the pump was not tested for a while after the MRI. When the patient met with her healthcare provider (hcp) on the prior tuesday, she received a bolus and subsequently felt good for about twelve hours before her symptoms returned. It was noted that, at that appointment, the readout showed that she had ten months left on the pump. It was also noted that the patient had her drug dose ¿dropped low¿ before this happened. At the time of report, the patient was taking oral hydrocodone and the device system was being used to deliver fentanyl, bupivacaine, and morphine.

Manufacturer narrative:
Concomitant medical products: product ID: 8709, lot# j0039995r, implanted: (B)(6) 2000, product type: catheter (B)(4).